Event description:
Health professional reported patient in apex study "had barium swallow which showed another pouch dilation. All fluid was removed. On (B)(6) 2011, patient had repositioning surgery + recovered s/sequelae. Surgery was outpatient." Device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage/pouch dilation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilation as follows: "band slippage addresses the reported events of band slippage and pouch dilation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require repositioning and/or removal." "Frequent, severe vomiting can result in pouch dilation, stomach slippage or esophageal dilatation."